Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6)2007. The patient's concurrent conditions included gravida ii, parity 2 and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2014 to (B)(6)2015, nsaids since (B)(6)2007 and paracetamol (acetaminophen) since (B)(6)2007. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding - gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6)2007. Discrepancy noted in date of removal (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded. Occluded right fallopian tube, left fallopian tube fills with contrast, but there is no spillage into the peritoneal cavity.; on (B)(6)2007: left fallopian tubes where not closed. Pathology test - on (B)(6)2015: uterus with bilateral tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: no abnormality. Endometrium: atrophy. Myometrium: adenomyosis. Uterine serosa: cystic adhesion. Fallopian tubes: metal sterilization coils in proximal tubes. No endometriosis. Ovaries: right subcortical collagenized nodules, see comment. Left large medullary collagenized/calcified nodules, see comment. Right single capsular adhesion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included gravida ii, parity 2 and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Occluded right fallopian tube, left fallopian tube fills with contrast, but there is no spillage into the peritoneal cavity.; on (B)(6) 2007: left fallopian tubes where not closed. Pathology test - on (B)(6) 2015: uterus with bilateral tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: no abnormality. Endometrium: atrophy. Myometrium: adenomyosis. Uterine serosa: cystic adhesion. Fallopian tubes: metal sterilization coils in proximal tubes. No endometriosis. Ovaries: right subcortical collagenized nodules, see comment. Left large medullary collagenized/calcified nodules, see comment. Right single capsular adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: abnormal bleeding (vaginal), menorrhagia, mental anguish. Event onset date were added. Reporter information were updated. Patient history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2007. The patient's concurrent conditions included gravida ii, parity 2 and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2014 to (B)(6) of 2015, nsaids since (B)(6) of 2007, and paracetamol (acetaminophen) since (B)(6) of 2007. In (B)(6) of 2007, the patient had essure (ess205) inserted. In (B)(6) of 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding - gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) of 2007. Discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. Occluded right fallopian tube, left fallopian tube fills with contrast, but there is no spillage into the peritoneal cavity. On (B)(6) 2007: left fallopian tubes where not closed. Pathology test on (B)(6) 2015: uterus with bilateral tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: no abnormality. Endometrium: atrophy. Myometrium: adenomyosis. Uterine serosa: cystic adhesion. Fallopian tubes: metal sterilization coils in proximal tubes. No endometriosis. Ovaries: right subcortical collagenized nodules, see comment. Left large medullary collagenized/calcified nodules, see comment. Right single capsular adhesion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event outcome for vaginal bleeding & menorrhagia were updated. Event genital hemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2017, hyst. (Full),salping. (Bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2007: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding gen. Abnormal. Bleed, psych injury were added. Event outcome was updated for the event pelvic pain. Event outcome was added for the events: abdominal pain and gen. Abnormal. Bleed. Lab data and reporter's information was added. Date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.